Manufacturer narrative:
Device evaluation summary: device evaluation of charger/model sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. As received, the charger would not power on. The cause of the charger not powering on was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a25 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event result from the defective components. The pt received a replacement charger/modem.

Event description:
A zoll pt service representative (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that his charger/modem wasn't powering up. The pt was issued a replacement charger/modem.